Event description:
The subject device was used during a laparoscopically assisted distal gastrectomy (ladg). Ultrasound output error occurred. The probe of the subject device was broke and fell off outside the pt while the user was checking the probe. The procedure was completed with a spare device. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that the probe broke off at 17mm from the distal end. There were any scratches around the broken point. The shape of the fracture surface showed that the crack developed from the broken point as the starting point, and the coarse part was located in the fracture surface. There was a scratch on the distal end of the probe. The mfg history was reviewed, with no irregularities noted. As the result of the eval, we have concluded that the probe broke because physical stress was applied to the tip of the probe which had already been cracked. As the cause of the crack on the probe, it is possible that the physician activated the ultrasound output applying only the probe tip to the tissue with strong force, pushing the device to the hard material or twisting the device while grasping the tissue. Improper handling the subject device cannot be ruled out as a contributory factor to this event. The above handling has already been restricted on the instruction manual of the subject device. This report is being submitted as a medical device report in an abundance of caution.